Manufacturer narrative:
(B)(4).

Event description:
The pump was alarming. Telemetry confirmed a critical alarm was occurring. The alarm was due to zero ml reservoir volume being reached. They were able to aspirate the reservoir, but were unable to fill it. After reviewing the locked reservoir valve procedure, they were able to successfully fill the reservoir. The pt was asymptomatic; she had oral pain meds to supplement. It was also noted that the refill cycle should have been 66.6 days but the reservoir was dry at 42 days. There were no dose or concentration changes during the refill cycle. The device sys was used to deliver dilaudid and bupivacaine. Additional info has been requested, a f/u report will be sent if additional info becomes available.